Event description:
It was reported that the customer had received a new pump a few weeks ago. Customer programmed the pump and stated that it has been working well. Customer sometimes has to manually override the bolus wizard. Customer stated that the old pump would take less insulin to fill the tubing than on her new pump. Customer's blood glucose levels have been running lower since switching to the new pump. Customer's bolus is going from 0.2 to 0.3 and customer wants to program a number in between. Customer was assisted in changing the scroll rate from .10 to .025. It was explained that the motor on the old pump may have been wearing out. Customer declined troubleshooting and stated that the pump is stored away without a battery. Customer was advised to call back if she needs to use the old pump so some tests can be run on the motor. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)